Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive after being exposed to moisture. The reporter noted evidence of moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad was found to be intact; the keypad buttons were not able to be tested for responsiveness due to pump being unresponsive. The keypad was removed and no evidence of contamination was found under the key contacts. The pump powered on with audible tones only. Unrelated to the keypad issue, the pump was found to have a blank display, no vibration alarm, and was unresponsive due to internal moisture contamination. There was moisture visible behind the display lens. The battery compartment was intact with no visible cracks. There was no evidence of moisture contamination inside battery compartment. The battery cap returned with the pump was able to be fully tightened. The pump case was observed to have a crack in upper right corner of the display area. A leak test was performed and showed a leak at a crack in pump case. The pump case was removed and evidence of moisture contamination was found throughout the inside of the pump. There was no evidence of intermittent contact with the battery contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.